Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not charge ipg for six months. As a result, the patient lost stimulation and the ipg is inoperable, as confirmed by the clinical specialist. The patient may be awaiting surgery to explant the scs system.